Event description:
While doing routine 1/2 hr rounds on hosp based skilled facility, lpn found pt on floor beside her bed. All 4 siderails up. Pt was sitting in pool of urine. Chest restraint remained tied to bed. Armhole over head. Staff untied restraint. Skin warm and dry. Face cyanotic. No pulses, no respiration. Pt returned to bed. Pt was designated a "do not resuscitate" by physician and family at time of admission to hosp unit. Pt was properly restrained with chest restraint. Between routine 30 min rounds pt was trying to get out of bed when the above circumstances occurred. Results of autopsy (cause of death determined) received 1/20/95. Autopsy results: immediate cause - soft ligature strangulation due to senile dementia due to chronic arteriosclerosis.